Event description:
Event description cpi received information that this bipolar lead was explanted due to 'no capture and high impedance measurements". The lead was replaced with a new lead of the same model.